Event description:
It was reported through the litigation process that a vena cava filter was in conjunction with trauma situation/motor vehicle accident. Approximately two months post filter deployment, during scheduled filter retrieval, a vena cavogram demonstrated a detached filter limb embedded in the caval wall. The filter was successfully retrieved; however, despite multiple attempts, the detached filter limb was unable to be retrieved. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later post filter deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. An inferior vena cavagram was performed and it revealed that the filter with a fracture along the mid aspect of one of the retention legs. A 25mm gooseneck snare was used to grasp the hook on the top of the filter and the filter was removed. Fluoroscopy showed that the fractured leg remained embedded in the wall of the inferior vena cava. Multiple attempts were made to grasp the retained leg without success. After one month, a computed tomography (CT) abdomen and pelvis with contrast was performed and it demonstrated fractured leg of a previously removed filter embedded in the soft tissues posterior to the inferior vena cava below the level of the renal veins. Therefore, the investigation is confirmed for the alleged filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post motor vehicle crash with polytrauma was admitted to the hospital and scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavagram was performed which demonstrated no visualized clot or stenosis. A filter was deployed in an infrarenal location and hemostasis was obtained with manual compression. Approximately six days post hospital admission, the patient was discharged from the hospital in stable condition. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and vena cavogram demonstrated the filter to be vertically oriented, with a detached filter limb embedded in the caval wall. A snare device was advanced and the filter was successfully retrieved. Multiple attempts were made to retrieve the detached filter limb; however, the attempts were not successful. The sheath was removed and hemostasis was obtained. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two months post filter deployment during a schedule filter retrieval, vena cavogram demonstrated the filter to be vertically oriented, with a detached filter limb embedded in the caval wall. A snare device was advanced and the filter was successfully retrieved. Multiple attempts were made to retrieve the detached filter limb; however, the attempts were not successful. Therefore, based on the provided medical records the investigation can be confirmed for the detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. .

Event description:
Medical records were received and reviewed. The patient status post motor vehicle crash with polytrauma was admitted to the hospital and an inferior vena cava (ivc) filter was deployed in an infrarenal location. Hemostasis was achieved. Approximately two months post filter deployment, during scheduled filter retrieval, a vena cavogram demonstrated a detached filter limb embedded in the caval wall. The filter was successfully retrieved; however, despite multiple attempts, the detached filter limb was unable to be retrieved. Hemostasis was achieved. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post motor vehicle crash with polytrauma was admitted to the hospital and scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavagram was performed which demonstrated no visualized clot or stenosis. A filter was deployed in an infrarenal location and hemostasis was obtained with manual compression. Approximately six days post hospital admission, the patient was discharged from the hospital in stable condition. Approximately two months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and vena cavogram demonstrated the filter to be vertically oriented, with a detached filter limb embedded in the caval wall. A snare device was advanced and the filter was successfully retrieved. Multiple attempts were made to retrieve the detached filter limb; however, the attempts were not successful. The sheath was removed and hemostasis was obtained. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient status post motor vehicle crash with polytrauma was admitted to the hospital and an inferior vena cava (ivc) filter was deployed in an infrarenal location. Hemostasis was achieved. Approximately two months post filter deployment, during scheduled filter retrieval, a vena cavogram demonstrated a detached filter limb embedded in the caval wall. The filter was successfully retrieved; however, despite multiple attempts, the detached filter limb was unable to be retrieved. Hemostasis was achieved. No additional information was provided in the medical records received.